Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had connection error and blurry image. This was discovered during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed that the device had connection error and occasional snowy screen. In addition, the following reportable malfunctions were identified during the device evaluation: cable, image capture and main body fluid invasion, connector watertight defect, main body crack. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.